Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise and low impedance on the right atrial lead. Lead insulation abrasion was suspected. No intervention was performed at the time. Patient is due for device exchange and lead revision would be discussed at that time.

Event description:
New information noted that the atrial lead was explanted and replaced. More information was requested but not provided.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Internal insulation abrasion was noted at 15.4 - 15.9 cm from the tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise, low pacing impedance, and insulation abrasion.